Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to use of the device, when unpacking, and the device was attempted to be pulled out of the packaging, the needle and thread were found detached. Another device was used to resolve the issue. No patient harm.